Manufacturer narrative:
Pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unable to verify failed battery test alarm due to no button response. Pump was received with scratched display window, cracked display window corner, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 229 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.